Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had multiple no delivery alarms since changing out the set and reservoir this morning. Customer's blood glucose was 19.0 mmol/l. Customer has had 5 no delivery alarms since the last set change. Customer performed the displacement test and the pump passed. The pump was rewound and the customer ran 5.0 units of insulin and the pump did not alarm. Customer was advised that it may be a site issue. Customer has some scar tissue and hard tissue. Customer was advised that the pump is completing its job as needed by detecting an occlusion.